Event description:
Triple lumen foley catheter inserted into pt. Approx 36 hrs later pt states she felt a "pop." The foley catheter fell out spontaneously. The balloon portion was not visualized on the catheter after it fell out. Pt subsequently experienced a transient hematuria episode and required a cystoscopy under anesthesia to ascertain the presence of a retained foreign object in the bladder. None was found. There was no permanent injury to this pt. Routine bloodwork as per chemotherapy protocol.